Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphadenopathy and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, lymphadenopathy and silicone migration.

Event description:
A patient reported they experienced the events of ¿fatigue¿, ¿chest pain¿, ¿brain fog¿, ¿vision and head problems¿, ¿nausea¿, ¿pins and needles in hands and feet¿, ¿low energy¿ are not related to the device. Additionally patient reported "breast pain¿, ¿swelling¿, ¿breast lump¿, ¿ruptured¿, ¿silicone had leaked into lymph nodes causing my lump to have swelled¿, and ¿3 lumps in breast and armpit area¿ with an inspira textured silicone gel filled breast implant. Breast implant remains implanted.

Event description:
A patient reported they experienced the events of ¿fatigue¿, ¿chest pain¿, ¿brain fog¿, ¿vision and head problems¿, ¿nausea¿, ¿pins and needles in hands and feet¿, ¿low energy¿ are not related to the device. Additionally patient reported "breast pain¿, ¿swelling¿, ¿breast lump¿, ¿ruptured¿, ¿silicone had leaked into lymph nodes causing my lump to have swelled¿, and ¿3 lumps in breast and armpit area¿ with an inspira textured silicone gel filled breast implant. Breast implant remains implanted.